Event description:
The pt's wife reported charging issues between the implant and the external equipment. A boston scientific rep performed device eval. The problem was confirmed. Explant surgery has been recommended.